Manufacturer narrative:
Investigation summary bd received five photos for investigation. The evaluation of these photos does not indicate any cap molding defects. No dimensional changes have been made to the tubes or caps since sept 2023. A total of 100 retained samples were visually observed, and no molding defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿ ii advance blood collection tubes, an unspecified number of tubes had reported dimension issues affecting the size of the tubes and caps. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿ ii advance blood collection tubes, an unspecified number of tubes had reported dimension issues affecting the size of the tubes and caps. There was no health impact or consequences reported.